Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-03854. Additional information revealed that the issue was with ipg site discomfort. After review of this record, the lead is deemed to be not reportable for the said event.

Event description:
Device 2 of 2; reference MFR report # 1627487-2019-03854. It was reported that patient will undergo surgical intervention for an unknown reason. Once more information becomes available, a report will be sent.